Event description:
It was reported that when using the bd pyxis¿ es server, was unable to connect with all pyxis stations. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the stations experienced connectivity issues due to the system being in critical override mode. A technical support specialist (tss) dialed into the server to investigate the issue. It was confirmed that the stations were not in critical override at the time of review. Upon checking the critical override history, a synchronization delay/synchronization down event was identified. As there was no further response from the customer, the case was closed.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, was unable to connect with all pyxis stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.